Event description:
It was reported that the patient had a few coude catheters which were curved too much. Per follow up via phone 23nov2021, stated that 20 out of 100 coude catheters out of the patient's last two orders were curved and did not straighten out. Also stated that the patient was able to use the catheters, but they were painful to use and harder to get through the urethra. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed. "Accept any curve unless catheter is completely straight". No root cause could be found because the reported event was unconfirmed. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. The device was not returned for evaluation. A DHR review was not required because the reported event is unconfirmed. Therefore, no additional action is required at this time. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a few coude catheters which were curved too much.